Event description:
Repair center: alleged alarming/red light and key is the pilot valve is defective.per independent repair center statement, alarming or red light. The key failure was that the lower pilot valve was defective. Other issues were that the pcb was at 95% with yellow light.